Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-oct-2022. H6: investigation summary a device history review was conducted for lot number 2018792. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples have been received by our facility for this complaint. Our engineers have reviewed the returned units and found them to be fear of any outward damage. Functional testing of the devices found them to be free of leakage or other abnormalities. This event could not be confirmed. Unfortunately without the ability to observe the reported issue our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of gastroenterology department reported leakage at the junction of product catheter after puncture.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of gastroenterology department reported leakage at the junction of product catheter after puncture.